Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, " loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, " elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional mdrs filed for the same patient (reference 1825034-2016-02289 / 2290). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately ten years post-implantation due to alleged pain, loosening, elevated cobalt and chromium levels, and tissue/bone destruction. Legal counsel reported that fluid and metallosis were noted during the revision. A review of invoice history confirms the acetabular cup and the modular head, were removed and replaced. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately 10 years post-implantation due to alleged pain, loosening, elevated metal ion levels, tissue and bone destruction. Legal counsel reported that fluid and metallosis were noted during the revision. A review of invoice history confirms the modular head was removed and replaced and an active articulation bearing was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a right hip revision procedure approximately 10 years post-implantation. During the procedure, fluid, metallosis, trunnionosis and fibrous debris were noted within the joint and a synovectomy was performed.